Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: linear scratches appear in images and specified resolution cannot be achieved due to damage in charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
During the device evaluation, it was observed that the gastrointestinal videoscope showed linear scratches in the images. The specified resolution could not be achieved, the display was unclear, and the charge-coupled device was damaged. There was no patient involvement.